Manufacturer narrative:
Unable to perform displacement test due to moistured damage at electronic assembly noted. Pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads. (B)(4).

Event description:
It was reported that insulin pump had crack at entrance of battery compartment. Customer¿s blood glucose was unknown. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.